Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level was 320 mg/dl. Reportedly, the customer fractured pelvis at t4. Customer alleged the pump was not working properly, however no specific details were provided. Tandem technical support (cts) requested the customer to upload pump logs; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed. Bg was treated with intravenous fluids of saline and insulin. At the time of the report with cts the customer was still admitted to the ICU and there was no additional information available. Multiple contact attempts were made by cts to obtain additional information regarding the issue; however, no response was received from the customer.